Manufacturer narrative:
The complaint is not confirmed. No product evaluation could be performed because the device was not returned and no photos were provided. A DHR review was performed and no deviations or ncrs were found to be initiated for lot# 221542. Risk assessment per fmea risk-0029 rev. 02, the complaint may be associated with the following potential failure mode: potential failure mode: user creates vacuum but fails to exclude any maternal tissue potential effects: failure to exclude any maternal tissue causes air/vacuum leak harm 1: delayed procedure severity: 1 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "acceptable" harm 2: delayed procedure with fetal distress severity: 4 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "monitor" no root cause can be determined because the complaint is not confirmed.

Event description:
In the customer words: "the physician was attempting to carry out a vacuum delivery of a baby. The kiwi omni cup, failed to maintain pressure. Physician used three ( two of one lot and one of another), all giving same malfunction. Once the device was pumped up to a pressure, the pressure gauge released and there was a loss of pressure, causing the traction to be ineffective in helping baby's birth. Device has been replaced with new lot numbered devices. Mom was stable but baby apgar 2 and baby needed resus."